Manufacturer narrative:
The reporter's product was requested for investigation, and replacement product was sent to the reporter. The occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated he was only able to see a dash in the results field of the display. The dash appeared to be a faded part of a number on the display. When performing a full screen display check, the reporter could only see "a bunch of dashes" in the results field and part of a number which appeared to be a faded "8". There is possibility of a result misinterpretation. No actual result values were misinterpreted due to the issue.